Event description:
Eclipse homepump 100 ml, 200 ml/hr, lot 0202372645 attached to patient on (B)(6) 2016. When clamp opened, spraying of solution occurred due to tubing being cracked at the distal end of the filter.